Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: consumer alleges the wheelchair is hard to push and that a spring came out of her footrest and now they do not work, consumer did not know what model her chair was but did advise it had invacare on it.